Manufacturer narrative:
Additional information received that there was no patient involvement. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with lens damaged, and dso seal slightly bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation the pump displayed alarms after cassette was removed during the investigation. The investigation confirmed that the reported problem as caused by contaminated downstream occlusion sensor. Service's replaced the dso sensor to correct the reported problem.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette latch error" when no cassette was attached. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.